Manufacturer narrative:
Results of investigation: it was reported that during a tka surgery, when installing the 11mm insert, it was found that the gap between the insert and the tibial baseplate was very large and unstable. After two attempts, the insert was still unstable and there was a risk of dislocation. Finally, a new insert from smith and nephew of the same size was used to complete the procedure. The affected complaint device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device found deformation on the locking detail and around the edges. A dimensional evaluation was not performed as the damage/deformation at several features of the device would not allow for accurate measurement. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to surgical technique or user/procedural variance. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during a tka surgery, when installing the 11mm insert, it was found that the gap between the insert and the tibial baseplate was very large and unstable. After two attempts, the insert was still unstable and there was a risk of dislocation. Finally, a new insert from smith and nephew of the same size was used to complete the procedure successfully. A delay greater than 30 minutes was reported.

Event description:
It was reported that during a tka surgery, when installing the 11 mm insert, it was found that the gap between the insert and the tibial baseplate was very large and unstable. After two attempts, the insert was still unstable and there was a risk of dislocation. Finally, a new insert from smith and nephew was used to complete the procedure successfully. A delay greater than 30 minutes was reported.